Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported an incomplete flap on a patient's left eye during a refractive procedure. The doctor attempted to lift the flap but there was a stuck area in the bed at 10 o'clock position, halfway between the pupil center and the hinge. The surgeon attempted sharp dissection with a beaver blade but the tissue appeared to be very dense and he abandoned the procedure. Soft opaque bubble layer was noted to be scattered across the bed but dissipated by the time the flap was attempted to be lifted. Patient will have photo refractive keratectomy (prk) in the future.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Review of the logfiles for the day of treatment shows during the whole day the user performed successfully treatments without any errors or relevant warnings. According to the treatment report, the reported treatment could be linked to the last treatment and during the treatment the user was able to achieve good and stable suction values without problems. The energy was stable with no abnormalities. No warning or error messages and further no abnormalities were detectable so no technical problems can be identified by the logfile review. Clinical applications specialist review shows based on the provided treatment report, there are no indications regarding geometry settings, device settings (energy, spacing), docking & procedure time that could describe a sticky area of the bed cut. The pictures of the treatment report do not indicate anything visible in the bed cut. No technical root cause was identified as the product was found to be within specifications. (B)(4).